Event description:
Complainant alleges "we had a patient burn using the sch10 hand switching suction coagulator. Injury happened during a tonsillectomy, adenoidectomy. Bacitracin was applied and the injury will be monitored by parents, surgeon. The shaft of the coagulator caused a burn on the right corner of the patients lips."

Manufacturer narrative:
The actual device was returned for evaluation. The part number and lot number were also provided. The device was returned in used condition. A visual inspection of the device was completed to confirm there were no holes/punctures/anomalies noted with the insulated shaft of the device. It was noted that the suction end of the coagulator (active end) was full of debris which may have limited the suction of the device. True root cause is unable to be determined at this time as the product reviewed appeared within specification. Further functional testing of the device was not possible as the single use device cannot effectively be cleaned for further dissection and testing. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.